Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle lancing device ii, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the firing mechanism on her adc lancing device would not fire and she was therefore unable to check her blood glucose. Customer experienced symptoms described as headache, "chest ache", stomach ache, pale skin, and a loss of consciousness. Customer was seen at a hospital where she was treated with oral glucose and no further treatment was provided. There was no report of death or permanent impairment associated with this event.